Manufacturer narrative:
The device was received with operating currents within specification. The device passed self test, unexpected restart error test, rewind test, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to prime anomaly. The device was received with stripped battery cap coin slot and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Blood glucose was 286 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.